Event description:
It was reported that a patient received inappropriate shocks on two separate occasions due to oversensing of external sources of electromagnetic interference (emi) on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224vrc implantable cardioverter defibrillator, implanted: (B)(6) 2012. (B)(4).